Event description:
The pt received her scs system on (B)(6) 2008. On 9/9/2010, it was reported that the pt was without stimulation. Her ipg was removed and replaced on (B)(6) 2010 and effective stimulation was recaptured. The explanted device was returned to the MFR on 10/6/2010. A supplemental report will be filed as necessary at the conclusion of the device analysis. Follow-up on pt found no add'l issues reported.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion, as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.